Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was explanted on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. Multiple attempts for additional information and product return status were sent to the customer and no further detail was provided. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 06jsn2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. No device related issues were reported by the account. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.